Manufacturer narrative:
No unexpected ramping of numbers noted during testing. Intermittent button response on the act button due to moisture damage on keypad traces noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump's up and down arrow buttons were unresponsive. Customer also reported that the device had numbers ramping on the display. Blood glucose level at the time of the incident was 168 mg/dl. The customer did not recall any significant events leading up to this issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.